Manufacturer narrative:
Product complaint # pc-(B)(4). Investigation summary no device associated with this report was received for examination. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Depuy considers the investigation closed. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary. If information is obtained that was not available for the initial medwatch , a follow-up medwatch, a follow-up medwatch will be filed as appropriate.

Manufacturer narrative:
(B)(4). If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
During a primary hip replacement prof weinrauch broached to a size 11 and when they tried to implant the size 11 kla stem it was much bigger than expected and could only be inserted half way. The stem was removed with the corial removal slap hammer and a new set of broaches was opened. They then broached again with a new size 11 broach and tried to insert the stem with the same issue. A new stem was opened and inserted without further issue. Prof weinrauch would like the stem tested. No ae to patient. No delay to procedure.